Event description:
As reported, the hosp is experiencing instances of air bubbles in the tubing of the trifurcated, chambered fluid delivery set (fds) provided in their navilyst medical convenience kit. They had previously utilized an ICU medical FDA, but had recently started using the navilyst set in their kit. There have been no reports of air being injected or pt injury.

Manufacturer narrative:
Although on sample has been returned for eval, the investigation is still on-going. Navilyst medical is working with the end user hosp to obtain add'l event info, and potentially a sample. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).